Event description:
Company representative reported with an issue of clogged forceps channel (forceps cannot be inserted nor removed). The issue found during an unknown event. No harm was reported. No patient injury, no user injury reported due to the event. Device evaluation found clogging forceps channel. Foreign object noted to be clogging the forceps channel was observed. This report is being submitted for clogging forceps channel. Foreign object noted to be clogging the forceps channel (insufficient cleaning (handling problems).

Manufacturer narrative:
Iniital reporter address: full name of the facility establishment is (B)(6) center. The subject device was received and evaluated . Device evaluation found clogging of forceps channel tube (ch-tube) . Foreign object found on ch-tube. Due to clogging of ch-tube, the tube cleaning brush cannot be inserted. The reported issue of " clogged forceps channel (forceps cannot be inserted nor removed)" was reproduced, was confirmed. This condition noted to be attributed /caused by insufficient cleaning (handling issue). Furthermore, the following defects were identified during device inspection: the angle wires become stretched. Due to wear of angle wire, the play of u/d knob is out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Scratch observed on a-rubber (insertion section), protector of universal cord on control section side has a scratch, image guide (ig) protector has a scratch .connecting tube has a cut. Adhesive on a-rubber (adhesive connection) has white-clouded area. Connecting tube has a dent. Connecting tube has a buckling. Connecting tube has a wrinkle. Universal cord has a wrinkle. Distal end has a burn. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : facility staff noted no response if a cds on the product performed before requesting repair. Facility cannot tell when a foreign object adheres to the endoscope- noted unknown. Not aware of the foreign object. Time lag between the end of clinical use and the start of pre-washing- noted unknown supply water and air to the air/water nozzle is unknown. Problems with the accessories used for reprocessing- noted normal. Device manual cleaning - noted unknown. Does not send liquid to the air/water nozzle. Concerns about reprocessing- noted ¿no ¿ . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.